Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the device was unable to pace in the atrial channel and showed undefined impedance when the lead with the analyzer showed normal impedance. The physician concluded there was a pacemaker issue and not a lead issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.